Event description:
It was reported via the distributor that an unspecified malfunction occurred. The date of the event is an approximation. The patient experienced a hypoglycemic event while using a closed-loop insulin delivery system in conjunction with an active continuous glucose monitoring (cgm) sensor. The cgm sensor was inserted on (B)(6) 2025, at which time the transmitter battery was reportedly low but indicated ¿14 days remaining.¿ according to information provided by dexcom via the local national competent authority (nca), the patient had lunch at a restaurant on (B)(6) 2025 and was administered insulin bolus thereafter. Subsequently, the patient experienced a hypoglycemic episode. The cause of this event remains undetermined. Although blood glucose levels rose slightly, the hypoglycemia persisted for several hours and was described as ¿stable.¿ during this time, the control-iq (ciq) low glucose alarm from the insulin pump would have been triggered. At approximately 21:50, blood glucose levels began to rise, prompting the system to deliver an automatic correction bolus. Following this bolus, the patient reportedly experienced a severe hypoglycemic event, again with the ciq low glucose alarm expected to have sounded. Sensor data ceased at 01:00 on (B)(6) 2025. It was suggested that the sensor may have detached during the night due to sweating, although this could not be confirmed as the sensor was not recovered. The last recorded glucose value was 39 mg/dl; however, it was noted that the cgm device cannot display values below 40 mg/dl and instead shows ¿low.¿ with the absence of sensor data, the insulin pump algorithm ceased functioning and defaulted to delivering the standard basal rate of 1.4 iu/h. On (B)(6) 2025 at 11:40 am, the patient was found unconscious by their father. The patient had vomited and aspirated the vomitus. Emergency services were contacted, and the patient was transported to the hospital and admitted to the intensive care unit (ICU). The fingerstick glucose measurement at that time was 10 mg/dl. The patient was intubated and mechanically ventilated. A magnetic resonance imaging (MRI) scan reportedly revealed irreversible brain damage. No further medical evaluations or interventions were documented. It was noted that in the days preceding the incident, the patient exhibited a tendency toward hypoglycemia and had ceased manually administering boluses, relying instead on automatic correction boluses from the system. Data has been received but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Distributor complaint no (ducn) bk 1274. H6 codes: health effect - clinical code problem code: e0750 ventilator dependent/ code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
Subsequent to the initial MDR, no product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. D4 model no - additional. D4 lot no - additional. D4 expiration date - additional. H2 additional information. H4 device mfg date - additional.

Event description:
Subsequent to the initial MDR. There was no cgm app data available for the alleged date of incident on (B)(6) 2025. Although no app data could be obtained, performance data from the patient's tandem t: slim x2 insulin pump was provided to dexcom for investigation. Cgm alerts settings are not visible in tandem data, but alert activity suggests that the patient's low alert was enabled and set to 80 mg/dl. The urgent low alert is fixed at 55 mg/dl. Pump data shows that from 12:00 am to 4:00 am on (B)(6) 2025, the patient's estimated glucose values ranged from 101 mg/dl to 274 mg/dl. From 4:00 am to 10:00 am, the patient's egvs dropped to a range of 68 mg/dl at the lowest point to 104 mg/dl at the highest point. From 10:00 am to 3:00 pm, the patient's reached 185 at the highest point and dropped to 74 mg/dl at the lowest point, but overall stayed above 80 mg/dl for nearly the entire period. At 3:00 pm, the patient's egvs reached 79 mg/dl and continued to fall, reaching 57 mg/dl from 3:50-3:55 pm. After that, the egvs started rose slightly, but still remained in the 60s range until about 5:15 pm. The egvs ranged from 68 mg/dl to 80 mg/dl for the next hour, and after that started to rise again, reaching 101 mg/dl at 7:20 pm. The egvs did not fluctuate much for the next few hours; they remained in a range of 96 mg/dl to 112 mg/dl until 9:30 pm. The egvs began to rise steadily thereafter, going from 104 mg/dl at 9:30 pm to 184 mg/dl at 10:00 pm. At 9:48 pm, the insulin pump delivered an automated bolus of 0.85 units. After 10:00 pm, the egvs began to quickly drop, triggering a fall alert at 10:30 pm when the patient's egv had reached 96 mg/dl. The basal rate also adjusted rapidly -- it read 2.63 units/hour at 9:51 pm, 1.73 units/hour at 10:06 pm, 1.10 units/hour at 10:11 pm, 0.17 units/hour at 10:26 pm, and finally hit 0 units/hour at 10:31 pm. At 10:35 pm, the cgm delivered a low alert with an egv of 76 mg/dl. The egvs continued to drop, exceeding the urgent low alert threshold at 10:45 pm with an egv of 49 mg/dl which triggered an urgent low alert from the cgm. After this point, the patient's egvs dropped to low (less than 40 mg/dl) where they stayed for the remainder of the sensor session. Additional urgent low alerts were delivered at 12:35 am and 1:00 am on (B)(6) 2025. At 1:10 am, the cgm entered a period of sensor error. The cgm delivered a no readings alert at 1:30 am. At 1:32 am, the basal rate was readjusted from 0 units/hour (where it had remained since 10:31 pm) to 1.40 units/hour. At 2:40 am, the patient's sensor failed, and the cgm delivered a sensor failed alert. At 4:02 am, the basal rate adjusted to 1.50 units/hour. At 12:04 pm, the basal rate adjusted to 2.10 units/hour. At 5:48 pm, the cgm delivered a low battery alert. At 6:29 pm, the sensor failed and low battery alerts were both acknowledged. The low battery alert was delivered and acknowledged again at 6:31 pm. At 6:41 pm, the pump entered shelf mode. The investigation is undetermined, and the root cause of the reported incident could not be determined. Pump performance data could not confirm any issue associated with the cgm. The reporter also reviewed the last 24 hours of the patient's pump data and reported findings that were consistent with those gathered by dexcom. Additionally, the endocrinologist, who follows the patient, was noted to have been surprised that the pump redelivered a basal insulin rate in the absence of sensor data (likely meaning during the sensor error and after the sensor failure) "even though the last sensor information indicated hypoglycemia and the pump was no longer delivering insulin." The reporter concluded by stating that they do not believe that the medical devices associated with the incident exhibited any malfunctions. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.